Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Insulin pump received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has damage. Blood glucose value was 81 mg/dl. Nothing further reported.